Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing fluctuating, above average flows. The patient's baseline flows are normally around 4.5 liters per min (lpm). On (B)(6) 2020, the flow rate was observed to be anywhere between 6-10 lpm. In addition, the log file captured low flow events with low flow hazard alarms on (B)(6) 2020. Elevated ldh readings of +1100 were also noted. A pump exchange occurred on (B)(6) 2020 and thrombus was confirmed in the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The account communicated that the patient had been experiencing fluctuating flow values and ldh over 1100. The patient ultimately underwent a pump exchange on (B)(6)2020, and thrombus was confirmed by the account during the exchange. The submitted log files contained overlapping data from 04jul2020 through 23jul2020. Low flow hazard alarms were captured on 14jul2020, associated with calculated flow dropping to 2.4 lpm, below the low flow threshold of 2.5 lpm. The log files also captured multiple backup battery fault alarms on 09jul2020 (reference MFR# 2916596-2020-03564). Additionally, slight transient elevations in pump power were captured on 21jul2020 and 23jul2020. No other atypical alarms or events were captured. The actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. (B)(6) was returned assembled with the driveline severed approximately 5.0¿ from the pump housing. The outlet elbow was returned detached from the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Evaluation of the outlet elbow revealed no evidence of laminated or denatured thrombus formations or depositions. However, upon disassembly of the pump body, examination of the rotor inlet section revealed a ring-shaped thrombus formation adhered around the inlet bearing ball and proximal end of the rotor. Areas of the deposition appeared hard and denatured, as well as slightly laminated, indicating that it developed in this location over an undetermined amount of time while the pump was operating. Additionally, examination of the proximal side of the outlet stator revealed a tissue-like deposition loosely seated against the stator blades. Although this deposition lacked any areas of lamination, a portion of it appeared to be slightly denatured, indicating that it was present for an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, the presence of thrombus within the device could have contributed to the reported ldh as well as the low flow alarms and power elevations observed within the submitted log files. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue or the formation of the observed thrombus. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. The current heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of the heartmate ii lvas IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ provides more information regarding all pump parameters. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.